Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure to treat a target lesion in the left main artery, the physician implanted a xience xpedition in the distal left main artery. The physician then implanted the second and third xience xpedition stents in the mid third of the vessel. An attempt was made to implant a fourth xience xpedition stent between the first stent at the distal left main and one of the stents implanted in the mid third, passing the xience xpedition stent delivery system through the 2nd and 3rd stents. During deployment of the 4th xience xpedition stent, the stent pulled back and deployed inside the third stent. The xience xpedition stent was post dilated, inside the previously implanted stent. A fifth xience xpedition was the deployed and the procedure was completed. There was no clinically significant delay and no adverse patient sequelae. No additional information was provided.